Event description:
It was reported that (B)(6) female who underwent primary breast augmentation surgery with two 375cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade ii/iii post procedure. As a result, patient had an explantation on (B)(6) 2022. On (B)(6) 2022, patient underwent a surgical procedure to have implants taken out but they were re-implanted. Per mentor IFU, these devices are for single use only and should not be re-implanted. Therefore, these devices were used off label. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade ii/iii. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 20, 2022, mentor became aware that patient underwent bilateral replacement with two 450cc mentor memorygel breast implants. Patient event date has been updated to january 10, 2020. Manufacturer¿s reference number: (B)(4).